Manufacturer narrative:
D10 ¿ product received on: 14jul2020. Investigation ¿ evaluation. (B)(6) hospital (japan) informed cook that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to insert into a patient. The user reported that the catheter and stiffener were difficult to insert into the region between the liver and gallbladder, and the device "bowed" under force. The physician changed access sites from the right-side abdomen to the epigastric fossa, and another manufacturer's device was used to complete the procedure without adverse effects to the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, visual inspection, and dimensional verification, were conducted during the investigation. The customer returned one ult8.5 catheter. The blunt stylet and catheter were returned with the stylet inserted through the catheter. There is biological matter throughout. The stiffening cannula was not returned. The distal tip of the catheter is undamaged. The catheter outer diameter measures within specification. Additionally, a document-based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Product labeling and the instructions for use (IFU) were reviewed for information specific to reported failure mode. The instructions for use [t_multi_rev5] provided with this lot contain the following precautions: "precautions activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement. How supplied upon removal from package, inspect the product to ensure no damage has occurred. " the device history record (DHR) was reviewed. The customer provided two possible lots numbers for the complaint device. Review of the two lots and subassembly lots revealed no related non-conformances. A complaint database search was conducted. The only addition complaint is from this customer and addresses a unrelated failure. There were no other additional complaints on these lots. There is no evidence of nonconforming material in house or in the field. Based on the information provided, visual inspection of returned device, and results of the investigation, it was concluded a component failure without design or manufacturing deficiency contributed to the incident. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information provided on 16jun2020 indicated the approach was gained from the right side abdomen, and the target was the gall bladder. Upon inserting the first drainage catheter, the operator "felt resistance at the border between the liver and gall bladder".

Manufacturer narrative:
Additional information: b5, b7, d4- product lot number: ns10117056 or ns10209970. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code: device not cleared for sale in us, similar device product code: gbo. Rpn/ catalog #: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: device not cleared for sale in us, similar PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. During attempted placement, the first catheter with the stiffener and trocar could not be inserted into the patient's body because it "got twisted." A second catheter was selected and was inserted successfully, however, the stiffener could not be removed from the catheter. A competitor's catheter was used to successfully completed the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The first catheter is reported under medwatch report with patient identifier (B)(6) (this report). The second catheter is reported under medwatch report with patient identifier (B)(6).